Manufacturer narrative:
Additional information provided to sections g6, h2, h3, and h11. See medwatch completed section c form attached. Corrections made to sections b4 (date of this report; initial medwatch was incorrectly submitted with a report date of (B)(6) 2024, but the correct date should have been (B)(6) 2024) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Agency name: (B)(6) facility name: (B)(6) when did it occur? : during use hypodermic needle injury: no other treatment: no were the returned items used? No returned quantity: 1 details of the event: microfine plus 320559, 1 needle was reported to be leaking from anywhere but the needle, and an investigation has been requested.